Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire could not advance through the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. Examination of the hub found the lumen coil exposed at the hub joint and the ptfe lining damaged, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed lumen coil and ptfe lining damage, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: a micro-guidewire could not be inserted into the microcatheter. The microcatheter was therefore withdrawn and removed from the patient. The microcatheter was then replaced with another microcatheter, which was used without problems. Subsequently, the procedure was successfully completed with no patient health damage. When the device was received for evaluation, the investigation findings found that the lumen coil was exposed at the hub joint and the ptfe lining was damaged.